Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after implant duration of 5 years and 2 months, due to unknown reason. Procedure not scheduled.

Manufacturer narrative:
Health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed to the event.

Event description:
It was reported and through investigation that a patient with a 21mm 11500a aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after implant duration of 5 years and 2 months, due to prosthetic-patient mismatch with increased valvular gradients. The patient was asymptomatic. No procedure scheduled, the patient is working with bariatric surgery and needed clearance from cardiologist to proceed.